Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately nine years and eleven months post filter deployment, a computed tomography (CT) scan revealed that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine years eleven months of post deployment, a computerized tomography abdomen/pelvis without contrast showed thrombus below the inferior vena cava filter. Review of images showed that the inferior vena cava caudal to the inferior vena cava filter was hyperdense and distended. Notably and anterior prong of the inferior vena cava filter was indicated the cava and into or neck bowel wall. There was significant penetration of an anterior prominence of the filter through the caval wall encroaching on the bowel. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately nine years and eleven months post filter deployment, a computed tomography (CT) scan revealed that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.